Event description:
It was reported that the outer and inner packing was breached/opened. Did not use as sterility was compromised. The implant was thrown away by accident.

Manufacturer narrative:
An eval of the device cannot be performed as it was discarded by accident and was not returned to the MFR. If device or add'l info becomes available, it will be submitted in supplemental report.